Event description:
It was reported that a patient had a communication/telemetry issue. It was stated that following an aa battery change of the programmer, a patient experienced overstimulation. The patient was convinced that the aa battery changed had something to do with a new pain in the patient¿s right leg. It was stated that no actions were required and no diagnostic testing or troubleshooting was performed. It was noted that the device was still implanted and remained in service. It was reported that the patient was reprogrammed after the overstimulation and impedance testing was done. It was stated that the issue was not resolved. The patient was having leg pain that she believed was caused by the stimulation system in the right leg (the original and only painful leg). It was stated that the patient ¿pushed a bunch of buttons¿ to get her box to work¿ and then her right leg started to hurt. It was stated that the patient left her stimulation on at 1.5 amps ¿but it could have been higher¿ for a few hours. It was stated that she then turned it off, but it ¿hurt more during the night and cried a lot because of the pain.¿ it was stated that the manufacturer¿s representative reprogrammed the patient in the office ¿from +--+ to ++-- on contacts 15, 14, 13, 12 and 15, 14, 13 at 1.5 to 1.7 amps.¿ it was noted that the patient was programmed back to her original setting as the original program felt better. It was stated that the patient contacted the manufacturer¿s representative again today ¿in tears because the pain was still there with the stimulation in both the on and off positions.¿ it was stated that the patient didn¿t like the suggestion of turning the stimulation off for two days so the patient met with another manufacturer¿s representative today at 2pm for another programming. It was stated that the patient was reprogrammed ¿ slightly¿ with an ¿ok¿ result, but still with pain. It was noted that the patient would call tomorrow if she was still in pain. It was reported that there was nothing to indicate that the batteries in the programmer were related to overstimulation. No cause was determined and there had been no update from the patient at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).